Event description:
A posterior capsule tear occurred following insertion of the intraocular lens. The reporter feels a rough edge of the insertion cartridge may have contributed to the tear.

Manufacturer narrative:
Device received was inspected under 10x magnification, a small crack was noted on the edge of the tip. It is unlikely, the device was released to the market in this condition. A definitive relationship of the device to the adverse event is unknown.